Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the haptic was torn during insertion. The lens was removed without enlarging the incision and no sutures were required. There was no patient injury. The reporter stated the incident was due to a loading error. This is one of three lenses the surgeon attempted to implant in this patient. See MFR report number 2023826-2006-01679 and 2023826-2006-01680.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product showed that a haptic had torn off into the optic. There was a clear surgical residue on the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.